Event description:
Tablet data was received and indicated that at the patients prior appointment, they were intentionally programmed out of guided programming.

Event description:
It was reported that the patients scheduled programming did not program as scheduled. No other relevant information has been received to date.